Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, that the patient experienced question marks (???) On the display screen of the continuous glucose monitor (cgm) and an adverse event. The sensor was inserted at the abdomen on (B)(6) 2017. The patient's symptoms are not known. Patient's husband reported treating patient with ensure and honey. It's not known if the question marks (???) On the display screen occurred at the same time as the adverse event. No glucose values were provided. At the time of contact, patient is okay. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.